Manufacturer narrative:
The product was not returned for evaluation. Therefore, a physical device investigation was unable to be performed. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The penumbra clinical team was unable to obtain enough device information to identify the catalog number. The only device identifiers known are: d1(brand name), d2a (common device name), and d2b (product code). Without the catalog number for this device, unique device identifier (UDI) cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2024, the patient underwent a thrombectomy procedure in the right superficial femoral artery (sfa), right profunda artery, and p1 segment of the right popliteal artery using an indigo system aspiration catheter 8 (cat8) and an indigo system separator 8 (sep8). It was noted that the patient had a pre-existing stent in the sfa. The blood flow was successfully restored at the conclusion of the aspiration procedure, and the procedure was completed following placement of a stent in the target vessel. The patient was discharged on (B)(6) 2025. On (B)(6) 2024, the patient experienced symptoms of coldness, intermittent claudication, and sensory disturbance. Dissection was observed in the p2 segment of the right popliteal artery and the right superficial femoral artery had re-occluded. On (B)(6) 2024, the patient was treated with percutaneous transluminal angioplasty (pta) and an additional thrombectomy. Both the dissection and the re-occlusion were resolved. The dissection in the p2 segment of the right popliteal artery and re-occlusion of the right superficial femoral artery were reported as serious adverse events with a probable relationship to the indigo aspiration system and a possible relationship to the index procedure. On (B)(6) 2025, additional information received from the clinical site indicated that the dissection in the p2 segment of the right popliteal artery was unrelated to the indigo aspiration system; however, the re-occlusion remains with a probable relationship to the indigo aspiration system and a possible relationship to the index procedure.